Manufacturer narrative:
H.6. Investigation: the actual product was returned for investigation. A video and photo evaluation of the issue was performed by the manufacturer. A device history record (DHR) and a non-conforming material report (ncmr) review for the reported container was performed for the past 12 months and no issues related manufacturing or material defects were identified that could have caused or contributed to the reported incident lids closed (locked). According to the sample investigation performed the final closure was activated. A process evaluation confirmed there are effective controls in place for this container to prevent a permanent closure of the lid. A plastic strap across a set of lids prevents any closure of the sliding door when packaged. All material is 100% visually inspected by production. A potential root cause was determined to be incorrect handling or repackaging, where the strap to prevent a permanent closure was removed. Original packaging was required to confirm this issue. Based on these findings, the investigation was inconclusive.

Event description:
It was reported that the lid would not open with a bd sharps coll¿ 19gal red. The following information was provided by the initial reporter: it was reported that the top does not open.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid would not open with a bd sharps coll¿ 19gal red. The following information was provided by the initial reporter: it was reported that the top does not open.